Event description:
Philips received a complaint by the customer on the v60 indicating that the customer requested option codes post replacement of the central processing unit (cpu) printed circuit board assembly (pcba) after the error, "backup alarm failed" (diagnostic code 1104), had occurred. It was reported there was no patient involvement at the time the issue was discovered. The customer called in to request option codes post replacement of the cpu pcba after the error, "backup alarm failed" (diagnostic code 1104), had occurred. It was stated the customer had replaced the cpu pcba to resolve the issue of the error, "backup alarm failed" (diagnostic code 1104). The remote service engineer (rse) then provided the customer with the codes and the customer successfully installed the codes. The customer replaced the cpu pcba and installed the codes to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.